Manufacturer narrative:
(B)(4). Unknown shell ¿ unknown part and lot. Unknown stem ¿ unknown part and lot. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10601; 0001825034 - 2018 - 10602.

Event description:
It was reported patient underwent a hip revision at an unknown amount of time post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Concomitant medical products: 157450 ¿ m2a magnum head ¿ 990370, us157856 ¿ m2a magnum cup ¿ 698550, x11-180313 ¿ bi-metric femoral stem ¿ 127440, 139258 ¿ m2a magnum taper - 087640. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a left hip revision approximately 12 years post implantation due to pain and elevated metal ion levels. MRI results showed fluid around the hip. During the surgery, the shell and stem were found to be well fixed and remain implanted while the head component was removed and replaced.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Revision op notes were reviewed and identified patient was revised due to failed tha. Slightly elevated cobalt and chromium levels along with metal artifact reduction sequence. Non-purulent synovial fluid around hip. No evidence of trunnionosis on the neck or metallosis. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies relevant to the reported event were found. Additional information does not change the root cause of the previous investigation. A definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.